Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 7072147.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All explanted device components will not be returned as they were discarded by the facility.